Event description:
Animas received information indicating that the patient passed away. On (B)(6) 2013, additional information was received indicating that the patient's death certificate listed acute cardiopulmonary event, coronary artery disease, and diabetes mellitus as the causes of death. The reporter indicated that the patient was not feeling well that day, and was going out to get the mail. The patient reportedly walked out of their apartment and came back in almost immediately. The patient reportedly then fell down and was found by his girlfriend. 911 were called as well as security, and the patient was reportedly blue. The patient was reportedly wearing the pump at the time of death but their blood glucose level was unknown. This report is being made based on the indication that the patient passed away while on the insulin pump, and because the insulin pump could not be ruled out as a contributor in the patient's death.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.